Manufacturer narrative:
Physio-control performed an additional evaluation of the available electronic patient records and it was determined that on several occasions throughout the patient event, the defibrillation charge was manually removed as the patient was not in a shockable rhythm.  It was also observed that the patient's impedance had measured abnormally high on a few occasions which likely also led to the device dumping the defibrillation charge.   Physio-control performed a supplemental clinical review of the reported event and determined that the device use likely did not contribute to the death of the patient.  As a result, the type of reportable event will be changed to "malfunction".

Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation of the reported event and determined that it is unknown if the device use contributed to the death of the patient due to insufficient available data. The customer also advised that the patient's skin was described as smooth and dry with little or no hair. The customer also reported that the patient was never in a shockable rhythm. It was determined that the customer was using third party defibrillation electrodes, but there was no conclusive relation to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that during a patient event, their device was unable to deliver a defibrillation shock to the patient.  The patient reportedly did not survive the event.  No additional event information has been provided.